Event description:
According to the distributor's report, during an eyebrow laceration closure a drop of the adhesive entered the pt's left eye. The doctor contacted an ophthalmologist and was advised to use petroleum jelly. Then was informed if the eye did not open to take the pt to the operating room to have the eye opened surgically. The ER doctor called the distributor's customer response nurse, and was instructed to continue with the petroleum jelly and gently pull the edges to open the eye. She was advised that the eye would open without an or procedure. The pt's eye opened. No further info on pt's condition is reported.